Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (on (B)(6) 2016, underwent salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), uterine haemorrhage ("abnormal uterine bleeding"), uterine perforation ("perforation (uterus)/ perforation (uterus) fundus of the uterus"), device dislocation ("migration of essure location of device: protruding out of cornua region; r ostia"), pelvic pain ("chronic pelvic pain, pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 2040922-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included placenta previa. Concurrent conditions included uterine fibroid, heartburn and kidney stones. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2010 and oral contraceptive nos for birth control. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("pain, right lower quadrant/ lower right side abdominal pain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with ibuprofen, surgery (on (B)(6) 2016, underwent bilateral salpingectomy, myomectomy, excision of periurethral nodule), surgery (laparoscopy with bilateral salpingectomy), surgery (on (B)(6) 2016, underwent bilateral salpingectomy, myomectomy, excision of periurethral nodule), surgery (on 02-mar-2016, underwent bilateral salpingectomy, myomectomy, excision of periurethral nodule) and surgery (on (B)(6) 2016, underwent bilateral salpingectomy, myomectomy, excision of periurethral nodule). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain lower had resolved and the uterine haemorrhage, pelvic pain and menorrhagia outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal discharge to be related to essure. The reporter commented: three essure coils were inserted on the right side. Four coils were seen outside the left tubal ostium. 1 essure coil removed from left fallopian tube, 3 coils removed from right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: june hsg indicated right tube not blocked. On (B)(6) 2010 and (B)(6) 2010, hysterosalpingogram (hsg) was performed. October hsg result: both tubes blocked. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: uterinme hemorrhage (confirming genital hemorrhage), confirming uterine perforation, pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), uterine haemorrhage ("abnormal uterine bleeding"), uterine perforation ("perforation (uterus)/ perforation (uterus) fundus of the uterus"), device dislocation ("migration of essure location of device: protruding out of cornua region; r ostia"), pelvic pain ("chronic pelvic pain, pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 20240922, 2040922-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included placenta previa. Concurrent conditions included uterine fibroid, heartburn and kidney stones. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2010 and oral contraceptive nos for birth control. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("pain, right lower quadrant/ lower right side abdominal pain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with ibuprofen, surgery (on (B)(6) 2016, underwent bilateral salpingectomy, myomectomy, excision of periurethral nodule), surgery (laparoscopy with bilateral salpingectomy), surgery (on (B)(6) 2016, underwent bilateral salpingectomy, myomectomy, excision of periurethral nodule), surgery (on (B)(6) 2016, underwent bilateral salpingectomy, myomectomy, excision of periurethral nodule) and surgery (on (B)(6) 2016, underwent bilateral salpingectomy, myomectomy, excision of periurethral nodule). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain lower had resolved and the uterine haemorrhage, pelvic pain and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage, uterine perforation and vaginal discharge to be related to essure. The reporter commented: three essure coils were inserted on the right side. Four coils were seen outside the left tubal ostium. 1 essure coil removed from left fallopian tube, 3 coils removed from right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: (B)(6) hsg indicated right tube not blocked. On (B)(6) 2010 and (B)(6) 2010, hysterosalpingogram (hsg) was performed. (B)(6) hsg result: both tubes blocked. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: uterine hemorrhage (confirming genital hemorrhage ), confirming uterine perforation, pelvic pain, dyspareunia. Lot number 2040922 is invalid. Lot number: 20240922 manufacture date: 2010/01 expiration date: 2013/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure location of device: protruding out of cornua region; r ostia"), pelvic pain ("chronic pelvic pain, pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2010 and oral contraceptive nos for birth control. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("pain, right lower quadrant "). The patient was treated with surgery (on 02-mar-2016, underwent bilateral salpingectomy, myomectomy, excision of periurethral nodule). Essure was removed on 2-mar-2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain lower had resolved and the pelvic pain and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal discharge to be related to essure. Diagnostic results: on 29jun2010 and 06oct2010, hysterosalpingogram (hsg) was performed. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new reporter, patient demographic information, product indication, onset and removal dates updated, concomitant medications, new events fallopian tube perforation, uterine perforation, device dislocation, dysmenorrhea, dyspareunia, vaginal discharge and abdominal pain lower added. Outcome for the events fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, dysmenorrhea, dyspareunia, vaginal discharge and abdominal pain lower added as recovered / resolved. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), uterine haemorrhage ("abnormal uterine bleeding"), uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure location of device: protruding out of cornua region; r ostia"), pelvic pain ("chronic pelvic pain, pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2010 and oral contraceptive nos for birth control. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("pain, right lower quadrant"). The patient was treated with surgery (on (B)(6) 2016, underwent bilateral salpingectomy, myomectomy, excision of periurethral nodule), surgery (laparoscopy with bilateral salpingectomy), surgery (on (B)(6) 2016, underwent bilateral salpingectomy, myomectomy, excision of periurethral nodule), surgery (on (B)(6) 2016, underwent bilateral salpingectomy, myomectomy, excision of periurethral nodule) and surgery (on (B)(6) 2016, underwent bilateral salpingectomy, myomectomy, excision of periurethral nodule). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain lower had resolved and the uterine haemorrhage, pelvic pain and menorrhagia outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal discharge to be related to essure. The reporter commented: three essure coils were inserted on the right side. Four coils were seen outside the left tubal ostium. 1 essure coil removed from left fallopian tube, 3 coils removed from right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: contrast extravasation from the right fallopian on (B)(6) 2010 and (B)(6) 2010, hysterosalpingogram (hsg) was performed. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: "uterine" hemorrhage (confirming genital hemorrhage ), confirming uterine perforation, pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records added. Event added per mr: abnormal uterine bleeding. Concurrent conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), uterine haemorrhage ("abnormal uterine bleeding"), uterine perforation ("perforation (uterus)/ perforation (uterus) fundus of the uterus"), device dislocation ("migration of essure location of device: protruding out of cornua region; r ostia"), pelvic pain ("chronic pelvic pain, pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 204922-left, 20240922- right) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included placenta previa. Concurrent conditions included uterine fibroid, heartburn and kidney stones. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2010 and oral contraceptive nos for birth control. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("pain, right lower quadrant/ lower right side abdominal pain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with ibuprofen, surgery (on (B)(6) 2016, underwent bilateral salpingectomy, myomectomy, excision of periurethral nodule), surgery (laparoscopy with bilateral salpingectomy), surgery (on (B)(6) 2016, underwent bilateral salpingectomy, myomectomy, excision of periurethral nodule), surgery (on (B)(6) 2016, underwent bilateral salpingectomy, myomectomy, excision of periurethral nodule) and surgery (on (B)(6) 2016, underwent bilateral salpingectomy, myomectomy, excision of periurethral nodule). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain lower had resolved and the uterine haemorrhage, pelvic pain and menorrhagia outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal discharge to be related to essure. The reporter commented: three essure coils were inserted on the right side. Four coils were seen outside the left tubal ostium. 1 essure coil removed from left fallopian tube, 3 coils removed from right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: june hsg indicated right tube not blocked. On (B)(6) 2010 and (B)(6) 2010, hysterosalpingogram (hsg) was performed. (B)(6) hsg result: both tubes blocked. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: uterinme hemorrhage (confirming genital hemorrhage ), confirming uterine perforation, pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 27-sep-2018: plaintiff fact sheet received. Lot number was added. Treatment drug was added. Event onset date was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report